Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager (tm) called into zoll on (B)(6) 2014 to report that a (B)(6) female pt was treated. The pt was conscious at the time of the event. After review of the downloaded date, it was confirmed that the pt received one inappropriate treatment at 09:03:49 on (B)(6) 2014. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt went to the hosp for further eval. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp for further eval. The pt continued to wear the lifevest. Device eval summary: device eval of monitor sn 07068146 and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 01/01/2014 - reuse; electrode belt sn (B)(4): 07/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).